Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Follow up information received reported that the patient was seen on (B)(6) 2013 by their physician. The patient's implantable neurostimulator (ins) was reprogrammed and the voltage lowered. No malfunctions were seen and the cause of the issue was not determined. It was also noted that the patient had a motor vehicle accident on (B)(6) 2013 after which they experienced abdominal pain described as sharp bloaty in nature, generalized and non-radiating. The patient also had loose stools over the past couple of days (based on date of office visit). During the office visit, the ins was interrogated and the voltage was increased from 2.6 volts to 3.3 volts. The patient was reported as doing "ok". If additional information is received, a follow up report will be sent.

Event description:
It was reported that a patient experienced a shocking sensation at the implant location. It was stated that the sensation is above the implantable neurostimulator (ins) and "a little to the left." It was reported that "a couple of days ago" the patient felt "a little tickling sensation" after she the voltage was increased by her health care provider (hcp) on (B)(6) 2012. It was reported that the patient has been in "a lot" of pain in her stomach and has had diarrhea and has vomited. It was noted that the patient was meeting her hcp at the emergency room on the day of report. Further information has been requested, and if received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).